Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device was implanted in 2008. The doctor is concerned that the central boss is causing stress shielding on the medial and lateral tibial plateau. Revision surgery has not taken place.